Event description:
Spoke with pt's husband. Pt has cassettes, 4 not used and they are passed the use date. Patient is currently in the ICU and receiving hospital medication. Had a procedure on father's day, her blood pressure dropped but the hospital stabilized her. Unknown date of admission/length of stay. Her pulmonologist has stated it's hard to say anything at the moment regarding whether or not she would survive. Husband is hopeful and stated he'll call us once he has an update and inform if he needs cassettes sent if there is a discharge plan. No other information known or provided. Sub-q remunity self- fill patient. Patient actively taking ambrisentan. Reported to (B)(6) by: patient/caregiver. Reference reports: #mw5119013, #mw5119014, #mw5119015.